Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing was observed through the tip cover of the monopolar curved scissors instrument. The instrument and tip cover were inspected prior to use and no damages were noted. The instrument and tip cover were replaced with different instrument and tip cover to complete the procedure. There was no patient injury related to the reported arcing event. Intuitive surgical, inc. (Isi) attempted to contact the site for additional information regarding events leading to the observed arcing event; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
The instrument accessory has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. Based on the provided information, the instrument and tip cover did not cause or contribute to an adverse event since no injuries were reported. However, this complaint is being reported since there was arcing observed through the monopolar curved scissors instrument tip cover. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.